Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 2648988-2018-00028 and 2648988-2018-00029.

Event description:
This is the third of three reports. A distributor reported on behalf of the customer that no liquid was passing through the nl8501356 pudenz valve on (B)(6) 2018. There was no injury reported on the (B)(6) female patient. There was a 10-15 minute delay in surgery due to the product problem. Additional information was received on 11jun2018 stating that there was a delay in surgery but no harm to the patient occurred. Replacement unit was available.

Manufacturer narrative:
No failure analysis can be performed since the units have not been received for evaluation. Dhrs for finished goods lots 1173081 and 1173082, and valve subassemblies 1172877 and 1172878 complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. At the moment, the complaint is considered unconfirmed. The root cause for this event is undetermined.

Event description:
N/a.

Manufacturer narrative:
Five (5) valves were returned for evaluation. The RMA documentation states that 5 valves from lot 1173082 were returned; nonetheless, complaint communication forms supplied reported two (2) valves for lot 1173082 and three (3) for lot 1173081. Since the valves were not in the original package and all five (5) were returned inside the same package, it is not possible to confirm the associated lot number of the returned valves. Two (2) of the valves still had a catheter attached to them (a short ventricular one, and an open-end one about 40.5 cm long); the others didn¿t have anything attached to them. Also, a loose catheter (about 1.2 meters long) was included in the package. It was proceeded to detach the catheters from the valves. Using a syringe, water was passed through the catheters to ensure the catheters were not occluded. No obstruction was detected in the catheters. The valves were visually inspected and no anomaly was observed. The 40.5 cm catheter provided was filled with water and connected to the valves. The assembly was set with the valve at the bottom and water flowed into the valve (through valve¿s diaphragm) by gravity in 4 out of 5 valves. Since no water went into the fifth valve, pressure was applied using a syringe and after considerable force the diaphragm allowed flow. Therefore, only one valve (assigned to mfg. Report number 2648988-2018-00028) out of 5 could be confirmed as ¿no liquid passing through the valve¿. Dhrs for finished goods lots 1173081 and 1173082, and valve subassemblies 1172877 and 1172878 were reviewed and no anomaly was observed that could have caused the reported condition. The complaint is unconfirmed. There are controls/tests in place to avoid this type of events ¿ 100% of the valves are tested during the manufacturing. There are several statements in the IFU which instruct to verify fluid flow through the valve prior implantation. This is to ensure valve¿s proper performance as silicone tends to stick to itself when dry. Device identifier: (B)(4).

Event description:
N/a.